Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed technical service center located in (B)(4). The returned device evaluation confirmed that the dc power was detected when it was connected to the ac main. The investigation determined that the power supply issue was due to an isolated component failure in the main pcb. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed service center located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device detected dc power when connected to ac mains. There was no patient injury reported as a result of this incident.